Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the right atrial lead exhibited noise resulting in auto mode switch episodes. The patient reported experiencing presyncopal due to loss of av synchrony. Sensitivity adjustments did not resolve the noise. The lead was explanted and replaced without any incident and the patient tolerated the procedure well.